Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Sensor kit expiration date is 31 jan 2020. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer obtained a sensor reading of 145 mg/dl and experienced symptoms described as "vomiting, abdominal cramps, sod burning, breathing difficulties, running was also temporarily not possible" and was unable to self-treat. The customer had contact with a healthcare provider who obtained a reading of 600 mg/dl on an hcp device, was diagnosed with diabetic ketoacidosis, and treated with insulin (dose/type unknown), steroids, and reducto tablets. The customer was hospitalized for 4 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer obtained a sensor reading of 145 mg/dl and experienced symptoms described as "vomiting, abdominal cramps, sod burning, breathing difficulties, running was also temporarily not possible" and was unable to self-treat. The customer had contact with a healthcare provider who obtained a reading of 600 mg/dl on an hcp device, was diagnosed with diabetic ketoacidosis, and treated with insulin (dose/type unknown), steroids, and reducto tablets. The customer was hospitalized for 4 days. There was no report of death or permanent injury associated with this event.